Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and measured the filament which showed that the measured tube current was approximately 138 ma while the system was commanding approximately 200 ma, indicating insufficient electron emission from the tube filament. Tube arcing was also observed. A review of the system logfiles found a small filament error. The defective x ray tube was returned for analysis, which identified distorted filaments, a partial short circuit of the small filament, signs of cathode arcing, and damage to the focal track of the large focus. To resolve the issue, the fse replaced the x ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.